Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. B5: additional details regarding the event and patient were requested but no information was provided, therefore ge healthcare was unable to confirm whether there was an injury associated with this event. H3: ge healthcare has completed its investigation. It was determined that the battery exceeded the two-year replacement interval recommended in the user and service manuals, which are provided to customers with each system. Battery replacement after two years of use is not part of automatic warning or caution messages. However, the system does notify the user to replace the battery if the battery state of health (soh) is <50%. According to system logs, the battery was not replaced after the recommended two-year period and the soh was greater than 50%, meaning the users had not received a notification. A review of the system log file revealed no abnormal conditions in the battery pack prior to the thermal event. Destructive analysis identified cell aging as the primary contributor to the incident. Ge healthcare has initiated a field action (res #(B)(4)) to correct all units in the field.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive, USA wauwatosa, wi 53226. D2: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that the system console was plugged into a power outlet in a hallway and not being used when it ignited and began smoking. The security team at the facility used a fire extinguisher to extinguish the flames. The system was moved outside where it re-ignited. A fire extinguisher was used to extinguish the flames. No patient was involved. A clinical secretary with pre-existing conditions and a comprehensive health history was admitted for several days due to shortness of breath and pre-syncope, although it is unknown if this was related to the event as their proximity to the event is not known. Further information from the reporter regarding event and patient details has been requested.